Manufacturer narrative:
H11: powerme are a device that are not sold or registered in the united states, an initial MDR was not needed for this device. This is a supplemental report to retract our initial submission.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint was submitted for a bard ppic device. The complainant later attached documents for a powerme product, which are not sold or registered in the united states, so a supplemental report was sent to retract the initial medwatch. After receiving additional information and confirmation from the complainant, it was determined the original device from the initial medwatch was the correct product for this complaint and this supplemental report is to correct the device and complaint information. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the guidewire stalls and cannot be withdrawn after being supported. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the guidewire stalls and cannot be withdrawn after being supported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removed the stylet was determined to be inconclusive. An initial visual observation of the photograph showed the catheter lying on a cloth cover. Use residue was observed on the sample and the cloth. The stylet was observed to be threaded through the t-lock extension set which was attached to the red lumen. The portion of the stylet that was visible exhibited a kink. However, there was no other evidence observed on the sample in the photograph which would suggest the stylet was difficult to remove. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.